Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received questionable results for antibodies to thyroid peroxidase (anti-tpo) for 100 patient samples. Of the data provided, only the results for two patient samples were discrepant and reported outside the laboratory. Patient sample 1 initial result was 156.6 ui/ml which was reported outside the laboratory. The sample was repeated and the result was 11.16 ui/ml. The reported result was corrected with the repeat result. Patient sample 2 was from a female patient born on (B)(6) and weighing (B)(6). The initial result was 161.9 ui/ml which was reported outside the laboratory. The repeat result was 10.21 ui/ml. The reported result was corrected with the repeat result. The patients were not adversely affected. The anti-tpo reagent lot number was 163460. The expiration date was not provided.